Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2020 as no event date was reported. Block h6: problem code 2969 captures the reportable issue of foreign matter. Block h10: investigation results a visual examination of the returned complaint device found a foreign material embedded in the wall of the bottle of the device, thereby confirming the reported event. A dimensional analysis was performed to the fm using a tappi chart, and it was noticed that the device is out of specification. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was unpacked on an unknown date. According to the complainant, during the preparation, a foreign object was found inside the device. The procedure was completed with another urovac bladder evacuator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was unpacked on an unknown date. According to the complainant, during the preparation, a foreign object was found inside the device. The procedure was completed with another urovac bladder evacuator device. There were no patient complications reported as a result of this event.